Event description:
It was reported that pump battery depleted rapidly, requiring nightly charging, and that use of mobile app caused pump battery to drain very quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, started process to obtain replacement device under warranty, and technical support was unable to confirm battery depletion issue or gather further details.